Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed low lead impedance. When the battery was disconnected and the device was re-powered, lead impedance measurements were as expected. The lead impedance failure had cleared, and could not be re-introduced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the crt-d was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): unknown competitor lead; unknown competitor lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had an alert due to a sudden drop in right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead impedance measurements. It was noted that the battery voltage had dropped, and the battery is draining slightly faster after the drop-in impedance measurements. Patient indicated that there have been no changes in medication, no unusual activities and no procedure around the time of the drop in impedance. An x-ray was done which revealed no anomalies. The device remains in use. No patient complications have been reported as a result of this event.